Event description:
This rv lead was implanted on (B)(6) 2000 and was capped on (B)(6) 2014 due to an elevated threshold. The physician was dr. (B)(6) at (B)(6) clinic in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).